Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that an air bubbles was observed within the infusion set cannula. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed. Customer's blood glucose level was 267 mg/dl.